Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. Prior to use for peritoneal dialysis (pd) therapy, a caregiver discovered that the cassette sheeting was torn. The cassette was not used, and a new cassette was used to continue with therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing was performed using the homechoice cycler device with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.